Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with high blood glucose levels. The customer stated that she had a medium stroke and that her doctor had indicated her high blood glucose levels were the cause of it. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime test. Nothing further was reported.